Event description:
The customer sent the ventilator to the service center for a scheduled preventative maintenance (10k pm/2 yr maintenance). It was reported by the service center that the ventilator had intermittent turbine operation. It is unk if the ventilator alarmed when the reported problem occurred.